Manufacturer narrative:
It was reported that an unknown number of incidents occurred wherein the 4x4-gauze sponges "had poor integrity" resulting in loose threads and/or gauze splitting in the surgical site. The gauze threads were reportedly successfully retrieved from the surgical sites through unknown methods. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural/event details. Due to the reported incident and medical intervention required to retrieve gauze threads from the surgical site, this medwatch is being filed. Sample photos were received showing linting, fraying, and pieces of loose threads, coming off the gauze sponge. A definitive root cause could not be identified at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the 4x4-gauze sponges "had poor integrity" resulting in loose threads and/or gauze splitting in the surgical site.